Event description:
The following has been reported: biomed reported: "showing "air in line" when there is no air in line. The same tube set works on other pumps. Patient harm: no". A preliminary review identified the following issue: sensor hardware failure (dsps sensor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for sensor hardware failure (dsps sensor). Upon return, the device was mounted on power bracket and mock infusion was run successfully. Device was reverted back to manufacturing mode and ran the dsps calibratrion test and the device failed. Internal investigation found the latch on the av flag board was broken, the right hand side bag hook is missing,the boot retaining plate is damaged / broken. The av flag board was replaced and tested at test station #6. Test result failed for the dsps. The resistor motor lost sync with the home position. The resistor was re-home and calibrated. The downstream pressure sensor was replaced and tested with passing results. During investigation it was found the cycle counts on the batteries were high (>140). While the batteries are not a source of failure at this time, they will be removed and replaced.